Event description:
Harmonic handpiece worked for about 30 minutes until machine read error. Began troubleshooting via harmonic console instructions, and opened a new handpiece. Second handpiece worked for about 30 minutes until the machine read error again and the process had to be repeated with a third handpiece, which worked for remainder of the case.